Event description:
A customer reported that the coulter lh500 hematology analyzer leaked less than 10 ml clear fluid onto the countertop. The customer observed the leak while the instrument was running samples. The sample results were verified by repeat analysis on an alternate instrument. No patient results were affected. The customer was wearing a lab coat, gloves, and face shield at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. Field service engineer (fse) replaced disconnected tubing on the blood sample valve (bsv) module, which resolved the issue. Service activity performed was verified per established procedures and the results met published specifications.

Manufacturer narrative:
(B)(4).